Event description:
It was reported that the patient presented for remote follow up via merlin.net with a pulse generator that was in backup operation. The patient then presented in clinic on (B)(6) 2022 to restore the device. It was noted that the patient experienced dizziness. The device exhibited premature battery depletion and failed completely, causing asystole. The device also had radiofrequency telemetry issues and stopped pacing. Therefore, the asystole was treated with external pacing from an external pacemaker, which was maintaining the patient's rhythm. The device was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported events of premature battery depletion, pacemaker found in back-up mode, interrogation problem, and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels with signs of rapid depletion. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The reported events of interrogation issues, premature discharge of battery, and no pacing were confirmed. The reported event of pacer found in backup mode could not be confirmed due to no telemetry communication and no output. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels, with signs of rapid depletion. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.